Event description:
It was reported to medtronic minimed that legal received information from the attorney of the family on january 04, 2024, medtronic received notice of a device/product legal hold notification containing 1 individual claimants. The customer experienced retainer ring damage, harm reported with no reported allegation of a device malfunction, and harm reported with no reported allegation of a device malfunction. The customer reported a blood glucose value of 536 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with ems/ambulance/ER visits, and hospitalization: overnight stay. The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1780kpk, mmt-332a, and unomedical. The customer reported high bgs.the customer reported that the pump was dropped, bumped, and/or had possible physical or cosmetic damage. No further patient complications were reported. Mmt-1780kpk was requested, and the customer responded that the device would be returned. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.